Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 140 mg/dl. The customer stated that the keys were scrolling on their own. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer was trying to do a bolus and keys were scrolling on their own. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive up and down buttons due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the failed battery test alarm due to the unresponsive button. No unexpected numbers ramping/scrolling noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners. No broken belt clip slot was noted.